Event description:
The 61-year-old female had bilateral silicone breast implants placed approx 25 yearw ago following mastectomy due to severe fibrocystic breast disease. Implants were not problematic until recently when she developed breast pain, tightness, and swelling in breast and chest area. MRI was consistent with intracapsular rupture of implants and possible focal silicone bleed. Implants removed 9/1/94 and found to be ruptured and leaking.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: other. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.